Event description:
It was reported that a pump alarms for air in line when no air is present. No pt injury was reported, and the customer could not provide any additional info.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.